Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is overheating.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Reviewed logs, nothing in logs recent that point to temperature issues, cannot repeat fault. Compressor was replaced in november 2023. Replaced fan and compressor temp probe as a precaution. Completed checkout including all functional and safety tests as per manufacturer specifications. Returned unit to customer.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) is overheating. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.